Event description:
(B)(6)-2011, during implant the hcp could not thread the stylet and it would not advance in lead. Return product received (B)(4)-2011. (B)(4): the hcp stated he could not thread the stylet all the way into the lead. A new lead was opened and that one worked fine. The lead in question was never implanted in the patient. As far as the mdt rep knew, the patient recovered without sequela.

Event description:
It was reported that, during implantation of an implantable neurostimulator, the doctor could not thread the stylet all the way into the lead. A new lead was used without any issue. The original lead was never implanted in the patient and the patient recovered from the surgery without sequela. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Stylet: model 3550-08, lot# u.

Manufacturer narrative:
Analysis of lead model 3776-60, lot# v633946009 showed that there was a foreign material blocking stylet insertion past electrode #5. Chemical analysis indicated that the material was epoxy based with some long hydrocarbons also present. Functional testing indicated acceptable continuity with no shorts. Analysis of stylet model 3550-08 lot# unknown showed no significant anomalies. Visual analysis indicated that the stylet was bent 14.4 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.